Event description:
The grandchild of the performed a blood glucose test on the suspect device for the pt the reading was 175mg/dl. The pt was showing signs of hypoglycemia. The family took the pt to the hospital. The blood glucose level from the hospital lab was 44mg/dl. Pt was treated with an IV. The dr took pt off all diabeties medications.